Event description:
It was reported that right atrial (ra) had become loose and was no longer anchored into the heart tissue. The ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.